Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing ineffective therapy due to high impedances on their l5 lead. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The report event of high impedance was not confirmed. As received, visual inspection and resistance testing showed the returned lead (b) passed functional test. The cause of the reported event remains unknown.

Event description:
Reference manufacturer number: (B)(4). It was reported, that the patient's lead had migrated out of the foramen. In turn, the patient underwent surgical intervention. Where in the drg lead was explanted and replaced to address the issue.